Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched reported that after inspecting the iabp he found that the helium tank was empty. The fse replace the helium tank and performed the condensation removal procedure per service manual instructions. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) had an autofill failure and the balloon did not fill for a while. No patient injury or harm was reported. The customer did not have any patient details. The iabp was removed from the patient.